Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent system products is identified in d2 and g4. Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found in locked condition with unused deployment mechanism but with partially released stent. The system was also found broken distal to the kink protection, but it was not known when this issue occurred which leads to confirmed result for premature deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'visually inspect the distal end of the stent system to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed.' Under required materials the instructions for use state: '(¿) 6f (2.0 mm) or larger introducer sheath, 0.035 inch (0.89 mm) diameter guidewire. In regards to pta the instructions for use state: 'predilation of the lesion should be performed using standard techniques.' H10: d4 (expiry date: 10/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during stent deployment procedure, the stent was prematurely deployed while being advanced to the target lesion. The stent was removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent system products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during stent deployment procedure, the stent was prematurely deployed while being advanced to the target lesion. The stent was removed. There was no reported patient injury.